Event description:
During a mastectomy the anesthesiologist noticed smoke coming from under the drapes. The pt and drapes were checked for burns and none was found. The staff concluded that the smoke was coming from the warming blanket. They shut off the equipment and moved the pt to another room. There were no major delays in the procedure as a result of the incident. The pt was unharmed. A similar incident has occurred in the past at this site with this device. The warming unit is not steam or water-operated. This unit was returned to the MFR. The MFR said, "the unit that was returned to co for investigation was disassembled and had broken parts, therefore could not be evaluated." The MFR further stated that investigation into the units that have had a similar occurrence have shown the problem to be an intermittent failure in the k1 relay. In a failed condition, the relay can generate enough heat to cause overheating of the j2 connector, causing the plastic to melt, which could result in the generation of some smoke. Changes in the design are now in place to address this issue. The amperage rating on the ac side of the relay has been increased and a heat sink added to improve heat dissipation. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.